Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) was not able to be interrogated through radio frequency (rf) telemetry. No intervention was done. The patient was stable.

Manufacturer narrative:
The reported event of rf telemetry not working was confirmed. The logs that were provided were reviewed by abbott engineering showed there were multiple disconnects. Analysis did not indicate that there was a malfunction of the device for the communication issue.